Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified supply line disconnected from the physioneal bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This event occurred during an unspecified cycle of peritoneal dialysis (pd) therapy. It was not specified if the patient was connected for therapy at the time of this event. During the troubleshooting, it was reported that an unspecified supply line disconnected from the physioneal bag which led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified supply line disconnected from the physioneal bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This event occurred during an unspecified cycle of peritoneal dialysis (pd) therapy. It was not specified if the patient was connected for therapy at the time of this event. During the troubleshooting, it was reported that an unspecified supply line disconnected from the physioneal bag which led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.